Manufacturer narrative:
The device was returned to olympus for evaluation and during the device evaluation it was uncovered that there was a crack and a gap between the distal end and the server plug-in. This finding was due to the result of wear and tear. Upon further inspection, it was observed that the forceps channel port had a dent. It was also observed that the electrical connector had corrosion due to water leakage. It was observed that the fixing force of guide wire did not meet the standard value due to wear of the knob wire. It was also observed that the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the bending tube was deformed. It was also observed that there was corrosion around the left arm. It was observed that the coating of the universal cord had peeling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: grip, right and left knob, up and down knob, switch box, scope connecting cover unit, scope connector and on the adhesive around the lenses. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h3 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of a crack and a gap between the distal end and the server plug-in could not be determined however, it is presumed the suggested event was due to physical and or chemical stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited adhesive between distal end and server plug-in is cracked and has a gap. There were no reports of patient involvement.